Manufacturer narrative:
One battery pack was returned for evaluation. A DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Device underwent functional testing by being placed into a known good pump; battery pack was found to be completely non-operational. The reported customer complaint has been confirmed. However, the problem source has been unable to be determined.

Event description:
Information was received indicating that during preventative maintenance of a smiths medical medfusion® 4000 wireless syringe infusion pump that a battery not working error occurred. There was no reported patient involvement or injury.